Event description:
A malfunction was reported as the pump quick bolus/wake button was difficult to press and required multiple attempts to activate the pump screen. There was no adverse impact to the customer's blood glucose level. The caller was advised by technical support to press the button using the tip of their finger directly on the "t" with support on the opposite side, but the issue persisted, and the pump was not replaced as it was out of warranty.